Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log revealed no alarms, failure codes, keystrokes, or programming that would indicate a malfunction, use error, or a failure related to the reported problem. An internal and external visual inspection was performed with no issues were noted. The reported issue was neither verified nor duplicated during pal (product analysis laboratory) evaluation (the power cord was not returned). During the homechoice return instrument test / evaluation (rite), the device passed electrical and functional testing. The device power was cycled several times and a short simulated therapy was performed with no issues noted. The ac voltage was checked on the power switch and dc voltages were checked on the digital pcb with all measurements found to be within normal parameters. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the device was determined to meet product specifications. The direct cause for the reported issue could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the cord had melted after use on the homechoice (hc). The home patient (hp) stated they had smelled smoke and the power cord melted in half. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.